Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test sample guidewire passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the guidewire could not be advanced. The guidewire could be inserted at the beginning of the procedure, but would not advance all the way. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.